Event description:
An elderly male with history of ischemic cardiomyopathy who recently had a heartmate ii lvad placed as destination therapy a few years ago. His post-lvad course has been complicated by multiple episodes of gi bleeding due to h pylori gastritis (treated twice) and gastric and duodenal arteriovenous malformations, which were clipped (on thalidomide), for which he has been off aspirin and with a lower target international normalized ratio (inr) of 1.5-2.0, is now admitted with an elevated ldh of 776 and reports of dark urine at home. These symptoms are cause of concern for an impending pump thrombosis. The patient recently underwent a heartmate ii pump exchange. Inspection of the pump revealed a thrombus (0.3cm) present on the inflow aspect of impeller.